Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 1.5 mg/ml of hydromorphone at 0.0120 mg/day, 50 mcg/ml of prialt at 0.40 mcg/day, and 700 mcg/ml of baclofen at 5.60 mcg/day, via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported a motor stall was seen upon interrogation and the patient had not recently had a magnetic resonance imaging procedure (MRI). The motor stall was active (not recovered). It was reviewed to consider pump replacement, consider programming the pump minimum rate mode, and consider covering the patient with non-pump medication. No symptoms were reported. It was reported the event occurred on (B)(6) 2018. No further complications were reported or anticipated.